Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for cartridge. Tandem Clinical Support educated the customer to follow the proper air removal steps. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a correction bolus via the pump and a manual insulin injection.

Manufacturer narrative:
In use at the time of the event: